Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s log file was submitted for review. The submitted log file was reviewed by a representative of the manufacturer's technical services team and revealed a driveline disconnect on (B)(6) 2017 at 9:31:27 am. Additional information was requested, but non provided.

Manufacturer narrative:
A review of the submitted system controller log file confirmed pump stoppage due the disconnection of the driveline; however, a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The end of the log file appeared to have captured the disconnection of the driveline, resulting pump stoppage and low flow/low speed alarms. Power cables were also disconnected at the end of the log file. The absence of external power to the system led to the activation of the emergency backup battery (ebb). There were no other unusual events noted in the event history. The log file appeared to show the system operating as intended. Multiple attempts have been made to obtain additional information from the customer regarding this event however, no additional information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event. H3 other text: placeholder.

Manufacturer narrative:
A review of the submitted system controller log file confirmed pump stoppage due the disconnection of the driveline; however, a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The end of the log file appeared to have captured the disconnection of the driveline, resulting pump stoppage and low flow/low speed alarms. Power cables were also disconnected at the end of the log file. The absence of external power to the system led to the activation of the emergency backup battery (ebb). There were no other unusual events noted in the event history. The log file appeared to show the system operating as intended. Multiple attempts have been made to obtain additional information from the customer regarding this event however, no additional information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.